Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('lower abdominal pain') and device dislocation ('left implant was no longer in place, it has migrated and is in my fibroma') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), back pain ("back pain"), dysmenorrhoea ("painful periods"), ovulation pain ("very sharp pain during ovulation"), swelling ("abnormal swelling") and discomfort ("discomfort") and was found to have weight increased ("weight gain") and fibroma ("fibroma"). The patient was treated with surgery (removal of the essure devices). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, device dislocation, back pain, dysmenorrhoea, ovulation pain, swelling, weight increased, discomfort and fibroma outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, back pain, device dislocation, discomfort, dysmenorrhoea, fibroma, ovulation pain, swelling and weight increased with essure. The reporter commented: the essure removal operation took place on 20-feb-2020. No problem with the right implant which was removed. The left implant was no longer in place the gynaecologist found it, it has migrated and was in her fibroma. A second operation is necessary and consists of a hysterectomy. It was not performed immediately, since it turns out that the fibroma surrounds the ovary and so it would be a total hysterectomy. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administrative, reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('cramping in pelvic area/ pain/pain in left side') and ovarian cyst ('reproductive system disorder: ovarian cyst formations') in a 40-year-old female patient who had essure (batch no. 629299) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing essure device in left fallopian tube". The patient's medical history included depression from 1993 to 2006 and fibroids. Concurrent conditions included kidney stones since (B)(6) 2011, hypokalemia since (B)(6) 2011, uterine enlargement, uterine bleeding, dyspareunia, hyperplasia and chronic cervicitis. Concomitant products included oral contraceptive nos for contraception, ethinylestradiol;norgestimate (trinessa) since april 2011 to 2016 for menstrual cycle management as well as ascorbic acid since 2016, biotin since 2016, calcium since 2016, citric acid;potassium citrate (potassium citrate/citric acid) since august 2011, fish oil (krill oil) since 2016, lactobacillus acidophilus (microgenics probiotic 8) since 2016, medroxyprogesterone acetate (depo provera), meloxicam from 2011 to 2014, paracetamol (tylenol), potassium, vitamin b complex since 2016 and vitamins nos (multivitamin) since 2016. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), myalgia ("increase muscle aches"), muscle spasms ("cramping in lower back") and memory impairment ("memory issues"). In (B)(6) 2011, the patient experienced endometriosis ("endometriosis / endometrosis pain"). In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced menorrhagia ("heavy periods / abnormal bleeding (menorrhagia)") and acne ("bad acne / rashes or skin conditions: acne"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"). In 2014, the patient experienced fatigue ("fatigue") and metrorrhagia ("metrorrhagia"). On (B)(6) 2017, the patient experienced ovarian cyst (seriousness criterion medically significant) and was found to have uterine leiomyoma ("freproductive system disorder: fibroids"). On an unknown date, the patient experienced back pain ("lower back pain") and anxiety ("anxiety"). The patient was treated with isotretinoin (accutane) and surgery (hysterectomy with bilateral salpingectomy, oophorectomy (left) on (B)(6) 2011 left oophorectomy. And right ovarian cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, ovarian cyst, myalgia, menorrhagia, muscle spasms, uterine leiomyoma, endometriosis, memory impairment, dysmenorrhoea, abdominal pain, dyspareunia and anxiety outcome was unknown, the acne, fatigue and back pain was resolving and the vaginal haemorrhage and metrorrhagia had resolved. The reporter provided no causality assessment for acne, endometriosis, memory impairment, menorrhagia, muscle spasms, myalgia and uterine leiomyoma with essure. The reporter considered abdominal pain, anxiety, back pain, dysmenorrhoea, dyspareunia, fatigue, metrorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received information: difficulty placing essure device in the left fallopian tube at the time of your essure procedure. Discrepancy noted in date of removal (B)(6) 2017 and (B)(6) 2011 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: results: total bilateral occlusion. X-ray - on (B)(6) 2017: results: bilateral essure fallopian tube occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, endometriosis, uterine leiomyoma, ovarian cyst, menorrhagia. Lot number: 629299 manufacturing date: 2009-01 expiration date: 2012-01 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.